Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the casters and brake block were worn. The technician replaced the brake casters and rebuilt the brake block to repair the bed.